Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04472. It was reported that during device change out procedure, insulation breach on ra and rv leads was observed. Both leads were patched and showed normal function. The patient was stable and will continue to be monitored.